Event description:
The customer reported the system displayed a camera iris error message which will cause the system to lock-up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ccd camera was replaced. The system was then found to be operating as intended.